Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. During the index procedure the device was prepped and inspected. The delivery system was then passed over the wire into position, allowing for a 3cm of overlap. The blue handle was rotated and the stent graft was deployed at the intended landing zone. Upon rotating the back end wheel to release the top cap, about halfway through the deployment the physician noticed that the back end wheel was spinning but the proximal fixation was not releasing. The physician then mentioned that the delivery system was broken proximal to the back end blue wheel. The physician removed the back end wheel and manually deployed the proximal fixation. The delivery system was removed with no incident to the patient and the procedure was completed as planned. It was noted that no visible damage was present on the device packaging. No clinical sequelae were reported and the patient is doing fine. The device was returned for evaluation. The event was confirmed; there was a break in the screwgear. The root cause of the event could not be conclusively determined however, may be related to shipping/handling.